Manufacturer narrative:
This report is being submitted as a correction. The h6 component code should have been captured as a 'tip' instead of a "balloon". If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Olympus received a medwatch from the FDA by email on april 03, 2023. The medwatch states while prepping the duodenoscope with the olympus balloon for an endoscopic retrograde cholangiopancreatography (eus ercp), it was noted the single use distal cover was broken. It is understood these balloons are fragile and we will monitor for items coming broken. A new balloon was obtained, and no further issues were reported. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted as 3 of 3. For the remaining 2 events, please reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon further review, it has been determined that this report was inadvertently submitted as a duplicate of report with patient identifier (B)(6) . As such, this will be the final report under this number, and all future reporting relating to this device/incident will be submitted under the report with patient identifier (B)(6).